Manufacturer narrative:
It was reported that the patient experienced pain following total knee arthroplasty. Approximately 42 months following the initial surgery, the patient underwent revision surgery. The device was not returned to the manufacturer for evaluation, and determination of potential defect is pending review of production records.

Event description:
It was reported that the patient experienced pain in the affected knee following total knee replacement surgery. Approximately 42 months following initial surgery, the patient underwent revision surgery on the same knee.